Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave a reading of 74 mg/dl when she felt the blood glucose was 40 or 50 mg/dl. She declined troubleshooting for this issue. Nothing further was reported.